Event description:
Pt had radical retropubic prostatecomy with lymph node dissection. One jp drain was placed at area of resection. On post-op day 3, nurses attempted to remove the drain and reported it seemed stuck. Drain broke off and pt was returned to surgery to remove the retained drain the next day. At time of the event, the wound was healing, with no wound infection. Drain broke at the "hub" white portion. Only the drain bulb was saved; tubing was not saved. This case and 2 others were investigated in october & november 2002 for root causes. One of the cases was reported. The third case will be reported separately. Product MFR is probably allegiance healthcare.